Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches and cracks on the display window.

Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed failed battery test. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer states device alarmed and displayed failed battery test. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 85 mg/dl at time of reporting. Nothing further reported.